Event description:
It was reported that during a hip procedure using a speedlock hip knotless fixation device, upon insertion of the implant would not disengage from the inserter handle. The surgeon had to lever the handle to force it to disengage from the implant. Upon x-ray,it was discovered that a piece of the inserter was implanted with the implant. It was necessary to remove the implant to retrieve the debris, and then a new bone hole was drilled to complete the procedure using a backup implant. There were no significant delays or patient complications reported as a result of this event.